Manufacturer narrative:
No concomitant devices reported. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Initial implant: date unknown in (B)(6). Patella revision:(B)(6) 2019 in (B)(6) unable to determine which side was revised with information provided. It was reported via legal documentation the patient underwent a revision procedure in (B)(6). It was not possible to determine which side (l/r) revised with information provided. A 38mm three peg exactech patella was used during the revision (B)(6). No other exactech implants were used during the case. No further issues or complications were reported.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury, nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.